Event description:
It was reported that the physician was attempting to use a resolute integrity drug eluting stent to treat an rca distal segment with tortuosity, no calcification and 80% stenosis. Device was inspected with no issues noted. Lesion was pre-dilated. Resistance was noted advancing to the lesion and in passing through the guide catheter. No excessive force was used. It was reported that stent deformation occurred during advancement. An endeavor resolute stent was used to complete the procedure. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.